Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the cracked adhesive around lens was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The duodenovideoscope was returned to the service center without any malfunction. This does not indicate a MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, cracked adhesive around lens was found. There was no patient involvement.